Event description:
The facility indicated the patient pendant cable pulled from the pendant body exposing bare wires.

Manufacturer narrative:
A new pendant was shipped to the facility to repair the bed.